Manufacturer narrative:
An event of device deformation was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 35mm amplatzer multi-fenestrated septal occluder - cribriform was selected for implant on (B)(6) 2024. During implant the left disc of the device took on a mushroom shape twice. The device was removed from the patient and replaced with an unknown device. There was no adverse effects to the patient. The patient status was stable.